Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia described as tremors, cold sweats, and was unable to self-treat. Customer had contact with a healthcare professional (emergency room doctor) who provided "drip" and unspecified treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia described as tremors, cold sweats, and was unable to self-treat. Customer had contact with a healthcare professional (emergency room doctor) who provided "drip" and unspecified treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Previous corrosion observation was deemed to be excessive flux overflow from the soldering of the battery legs. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage test were within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.